Event description:
It was reported that the cool flow pump front door was loose and they had bubbles on the tubing. The customer tried tightening the door but it was still loose. As it is unknown if the pump safety function worked properly, attempts were performed to get additional information regarding the event with no success.

Manufacturer narrative:
(B)(4). It was reported that the cool flow pump front door was loose and they had bubbles on the tubing. The customer tried tightening the door, but it was still loose. The pump was not sent for repair upon multiple requests to the customer. The device history record for this product shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the analysis repair record is completed. (B)(4).